Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: investigation revealed a battery compartment crack along the side. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack along the side. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/09/2016.